Event description:
Impression pre-op on 7/27/95: post-op augmentation mammoplasty with possible deflation of right breast implant and capsular contracture of left breast implant. Post-op 7/27/95: bilateral implants appeared intact with no loss of fluid apparent.